Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a button alarm 22. The customer's blood glucose level was 265 mg/dl. A correction bolus was delivered via the pump. Reportedly, the pump was in the customer's pocket and the way the customer was sitting was pressing on the button. Tandem technical support educated the customer to keep items from pressing the button.